Manufacturer narrative:
Part number and lot number are unknown. If additional information becomes available a follow-up report will be submitted. Included ni to indicate pending return of device for evaluation.

Event description:
Per complaint (B)(4), after clinical procedure, the implant broke and the parts would not detach.